Event description:
An x-ray indicated that the patient only had partial insertion of the electrode array. The patient has been monitored by the center. In 2006, the patient had revision surgery to re-position the electrode array. The device remains implanted.